Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-00327. Reference MFR. Report#: 3006705815-2019-00328. Follow-up information revealed the patient had new pain and stated it was caused by the scs system.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00327, reference MFR. Report#: 3006705815-2019-00328. It was reported the patient was not receiving effective stimulation coverage from the scs system as such, the patient underwent surgical intervention wherein the system was removed.